Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation (orif) surgery for subtrochanteric fracture of femur. The surgeon tried to insert the end cap to a nail after removing an inserting device from the nail, but he couldn't. The surgeon tried again to insert the end cap from the proper direction because the previous insertion direction seemed to be a little improper. But the surgeon could not insert the end cap and gave up inserting it eventually. The locking mechanism in the nail was functioning properly. The surgery was completed successfully within thirty (30) minutes delay. Patient outcome is reported as stable. This report is for one (1) ti end cap for tfna 0mm extn - sterile this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The initial reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part #: 04.038.000s. Lot #: 751p208. Manufacturing site: jabil bettlach release to warehouse date: 14, april 2022. Expiry date: 01, april 2032. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. ¿visual analysis of the returned sample revealed that the threads of the tfna end cap extens. 0 tan has stripped. No other problems were found. A dimensional inspection was not performed for the tfna end cap extens. 0 tan due to post manufacturing damage. A functional test could not be performed as the mating device was not returned. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. ¿¿as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. ¿the overall complaint was confirmed as the observed condition of the tfna end cap extens. 0 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.